Event description:
It was reported that the patient experienced prolonged hyperglycemia for approximately eight hours while using an ilet bionic pancreas shortly after replacement of a prior unit, with blood glucose peaking at 350 mg/dl and decreasing to 338 mg/dl during the call before later returning to 129 mg/dl. Symptoms included heartburn treated with an over-the-counter antacid. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included a customer interview and troubleshooting education, during which the family performed two full infusion set and supply changes using inset 23"-6 mm with no bent cannulas observed, and no device alerts or alarms were reported. Investigation of this case revealed no identifiable device malfunction and no component defect, and contributing factors could include meal-related glucose load during the learning phase. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.